Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.